Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with imipenem 250 mg and was recovering from the peritonitis. No additional information is available at this time.